Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining her ipg as recommended due to undergoing a unrelated surgical procedure. Multiple charging systems were tried to provide resolution, but were unsuccessful due to the ipg being inoperable. As a result, the patient's ipg was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.